Manufacturer narrative:
All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false decreased bicarbonate result and multiple aspiration errors, when processing on the architect c16000. The following data was provided for sid (B)(6): bicarbonate: initial 19 and retest 22 mmol/l (reference range 22 to 29). No impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, review by the customer support specialist, a review of service history, a search for similar complaints, and a review of the product labeling. The customer support specialist reviewed the instrument logs and found multiple sample aspiration errors associated with the patient sample that generated the low results. As a result, a preanalytical sample issue could not be ruled out. There have been no additional reports regarding falsely depressed results generated on architect (B)(6). The instrument service history review revealed no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A search for similar complaints did not identify any trends related to the current complaint. The calculated erratic rates for the architect c4000, c8000, and the c16000 systems were all below the upper control limit. No systemic issues were identified. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.